Event description:
The arc of the c-arm of the x-ray eqiupment & the plane of the thyroid screen (radiation shield) have collided. The shield & the c-arm was attached to become detached from the track in the ceiling, falling partially before being caught & held up by hosp staff. Potential design or placement flaw with potential for injury to staff & or pts.device not labeled for single use. Patient medical status prior to event: invalid data. Invalid data - regarding multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-jan-95. Service provided by: factory trained/authorized/owned service organization. Service records available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated. Results of evaluation: design. Conclusion: device failure occurred and was related to event. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service. Invalid data - on device destroyed/disposed of status.